Manufacturer narrative:
Patient complained of left breast implant rupture in implant of 1.5 years. Investigation of returned product showed only damage from a surgical instrument that likely could have only occurred during the removal of the implant.

Event description:
Left implant deflation.